Event description:
The customer reported via phone call that he had a sensor alarm and calibration on the insulin pump. Customer's blood glucose was 50 mg/dl. After troubleshooting was done, the customer was advised that we would replaced the sensor.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per spec with accurate readings.